Event description:
On (B)(6) 2024 an extreme lateral interbody fusion was performed at l3/4. On (B)(6) 2024 it was discovered the interbody backed out. No patient injury was reported. No revision surgery is planned. The patient is under observation.

Manufacturer narrative:
No device was returned as it is in-situ and no images were provided therefore the complaint cannot be confirmed. It is unknown if the patient experienced a fall or followed post-operative physical restrictions. A definitive root cause cannot be determined but review of the reported event and similar events suggests implant selection and/or placement, insufficient fixation, and excessive post-operative physical activity as possible causes or contributors. No additional investigation can be completed at this time. Labeling review: "potential adverse events and complications as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery... Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant components, loss of fixation..." "Warnings, cautions and precautions ... Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants.. Care should be taken to ensure that all components are ideally fixated prior to closure." "Patient education preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Pre-operative warnings ... Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Post-operative warnings ... Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques." "Method of use please refer to the surgical technique for this device." "Information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly..." 9402506-en, h-2022-06. H3 other text : device in-situ.